Event description:
This is a spontaneous case report received from a medical doctor in united states on 28-jan-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Additional information received on 30-jan-2015. On (B)(6)-2015, the patient experienced possible nickel allergy reactions, acne, weight gain, bloating, broken teeth and hair loss. Ptc investigation result was received on 18-feb-2015. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Broken teeth are not a known failure mode related to essure. Medical assessment: this ptc was initiated due to a request for confirmation of quality. The reported adverse event considered related is a known, possible, undesirable events and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. No complaint sample was provided for a technical investigation. The technical assessment concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Follow-up from 08-jun-2015: the required number of follow-up attempts has been completed, with no response to date. No further follow-up will be pursued. Follow up information (general questionnaire) received on 08-jun-2015 from physician: the patient did not have any previous gynecological interventions, problems or procedures. She was not post-partum at time of the insertion procedure. The insertion procedure was considered easy with visualization of tubal ostium. The physician applied local and general anesthesia; cervical dilatation and sounding were not done. The procedure did not take more than 20 minutes and there were no more than 1500cc of fluid loss. The hsg (hysterosalpingogram) test was done to confirm essure placement. On an unspecified date, essure was removed. The removal was a patient request; she was not hospitalized. No other related diagnostic tests were done. Physician mentioned that perforation did not occur (information not clearly reported). Removal method: laparoscopy; salpingectomy and laparotomy. During the surgery, the devices were in normal placement. No pathology test was done. Physician stated that the patient's bloating was much better after essure removal. Follow up information received on 23-jun-2015 the ptc assessment was updated without major changes. Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and experienced possible nickel allergy reactions. This event was considered serious due to medical importance and listed in the reference safety information for essure. The essure insert consists of a nickel-titanium alloy. Allergic reactions to essure are more commonly related to nickel sensitivity and its manifestations include skin itching, rash, eczematous dermatitis, and hives that resolve after device removal. In this case, no alternative explanation was provided. Patient underwent a laparoscopy, salpingectomy and lapatomy in order to remove essure. Given the nature of the event, a causal relationship between this event and suspect insert cannot be excluded. Due to required intervention, this case was upgraded to incident. Additionally, non-serious events were reported. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.